Manufacturer narrative:
(B)(4).

Event description:
According to the reporter the trocar broke down during the laparoscopic cholecystectomy procedure. When the surgeon pulled the obturator out of the cannula, the plastic tip of the obturator broke off, leaving the sharp blade without the seal. Another device was used to complete the surgery. There was no patient injured, no extension of incision or surgery time, no blood loss, no tissue damage, no change of procedure, no reinforcement material used. Pieces of the device fell into the patients cavity, but were removed.